Event description:
Internal data from the patient's generator from (B)(6) 2019 through (B)(6) 2020 was received and reviewed. From the parameter list the battery voltage on (B)(6) 2019 is 2.861 v in green meaning that there is 25% remaining. The charge consumption was noted to be 62.945%. On (B)(6) 2019, the pbcr using history was 37.05546 and the pbcr using vbat was 24.1405. Per the equation, vbat = 3.518778 + (37.056)*0.44567 = 20.033 versus 24.1405 measured ¿pbcr using vbat¿ on the decoder. Since the measured vbat on the decoder is not lower than what the formula gives, it is confirmed that the generator battery is not prematurely depleting. No other relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery and the explanted generator was discarded.

Event description:
The patient was referred for a battery replacement due to alleged premature battery depletion. A design history records review was performed and the device passed all functional specifications. No known surgical intervention has occurred to date. No additional relevant information has been received to date.